Event description:
In nov. 2003, the pt reportedly was unable to hear while using their sound processor. In dec. 2003, the pt was seen at the center for device evaluation. External equipment was exchanged. However, the problem was not resolved. Testing performed (date not given) confirmed that the c1 device was no longer functioning.